Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:42:53. During night drain cycle three, the patient's ultrafiltration reading was 2262ml, indicating the home patient drained 1992ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.